Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
On the same day after a carotid stenting procedure, the pt suffered left sided visual field loss and headaches. The event was not related to anticoagulation. The event was diagnosed as ischemic stroke. The onset was gradual. Recovery is unk. The pt is a male was consented to the study in 2008. The index procedure was completed on the same day, and pt was asymptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5mm. Target lesion diameter stenosis was 99% with lesion length 5.0. Total length of stented segment was 40.0. Qualitative lesion calcification was described as mild. Vessel tortuosity by visual inspection was severe with at least two bends that were greater then 90 degrees. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of the target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. It was reported that on the same day, the same day of the procedure, the pt suffered left sided visual field loss and headaches. The pt had a CT of the brain performed and showed a right occipital brain infarct. The event was diagnosed as ischemic stroke.